Event description:
Allegedly, metal components were releasing dangerous levels of cobalt (metallosis) component from another manufacturer: zimmer trebacular metalacetabular revision system, ref (B)(4), lot number 62895935.